Manufacturer narrative:
Date sent: 11/17/2008. Jaw. Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off from the left side. The device was cycled and ejected 6 clips and malformed 4 clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device would not open after the third firing. The surgeon had to cut the tissue around the device to remove it from the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.